Manufacturer narrative:
The actual product involved with the incident was not returned for review. The item and lot were reported as "unknown". Relevant portions of the device history record could not be reviewed because the specifics were reported as "unknown". Without receiving pertinent information regarding the lot used, item used or receiving the actual device, receiving sterile samples from the same finished good lot to review/test, receiving detailed information regarding the pre-operative preparation of the device or the surgeon's technique, a definitive root cause for the incision "unzipping" post-operative cannot be determined with certainty.

Event description:
The surgeon was utilizing a 2-0 barbed quill suture to close the vaginal cuff. Post-operative the suture "unzipped" and the patient was returned to the operating room for re-suturing. After multiple attempts, additional details could not be acquired.